Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient harm, and there was little to no procedure delay. It was strictly an instrument issue and that was not resolved. Isi did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and found with loose grip cable from its original position at the proximal end. As a result of the loose grip cable, the instrument failed initialization test and jaws did not open and close properly. The probable root cause of loose grip cable is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors. Additional findings related to customer reported complaint: the instrument failed during initialization based on both the log review and during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. Review of the logs verified one homing failure. The logs displayed one homing failure error and strong grip failure error. The loose grip cable at the proximal likely caused the grips to not close, leading to the instrument failing self-test/homing (initialization) and an exposed blade in most cases. The instrument was found also found with one error ¿22024 - grip torque is outside the expected range on the universal surgical manipulator 3 (usm3)." Logs showed strong grip low torque error indicating that the instrument exhibited low torque during use, which typically results in a sealing malfunction. Initialization test was bypassed, and hard grip force test was performed. The instrument passed grip force test ¿5.33867584". Low torque errors are often caused due to a loose grip cable in the proximal end, which could be due to component failure on account of usage or due to a manufacturing error, where the grip clamping pulley has a loose screw.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument failed to seal and did not complete its seal cycle. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel seal extend (vse) instrument to perform failure analysis. A follow-up MDR will be submitted once the vse instrument has been evaluated and/ or if additional information is received. A review of the information associated with this event has been performed by post market failure analysis engineer (fae) on 02-dec-2025. The following additional information was provided: the logs showed that the vessel sealer extend (vse) instrument lot# k17250328-0320 was installed 2- times and passed homing 1-time, failed 1-time. There were 11 cut complete and 1 strong grip failure events noted. The generator logs showed 31 seal events with 1 ¿blank¿ error at the same time as the strong grip failure, indicating that the seal likely did not go through. In addition, the logs showed 1 low torque and 1 homing failure. The instrument was used for about 10 minutes. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.